Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v390149, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative reported that the patient had their device implanted to help with cervical pain. The lead migrated early on after implant and the implanter did not wish to reposition it due to patient history. Neither low density nor high density stimulation was effective. The doctor elected to remove all devices and the patient went to get an MRI. The patient recovered without sequelae. The patient's indications for use were spinal pain and degenerative disc disease.

Manufacturer narrative:
Analysis of lead (s/n: (B)(4)) revealed reliability non- conformance. The lead distal end conductor was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.